Manufacturer narrative:
Based on the claim against the product by the customer noting the force bipolar instrument's jaw dislodged and stuck on tissue, an investigation is completed. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip near the base, closest to distal clevis pin that extended further than manufactured. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the force bipolar (part# 471405-06 / serial# (B)(4) associated with this event was performed. Per this review of the logs, the force bipolar was last used on the reported procedure date with 2 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures on or after the alleged event date. Investigation also revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. An image associated with this reported event was submitted for review. The image showed a force bipolar instrument outside of the patient with the proximal end of the grips displaced and the distal end closed on fatty tissue. There is a 12-8mm reducer that was removed along with the instrument. The probable root cause of the force bipolar instrument being stuck on tissue is attributed to either device design or use conditions. The force bipolar instrument has a ¿strong¿ mode and strong forces (i.e., rotational) applied to the instrument grip tips while grasping or pulling could displace and/or bend their proximal end. If a grip tip is displaced, it may be possible for the conductor wire to interfere with its backend and prevent the grips from opening. Regarding device design, the grip can over rotate due to grasping/pulling plus lateral loading action during the instrument¿s surgical application. Regarding use, dislodged grip tips can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, mishandling the instrument causing collisions, and misusing the instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This event is being reported due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to unclamp. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy, customer reported force bipolar instrument's jaw was dislodged and stuck on tissue. The customer used the vessel sealer extend (vse) instrument to cut around the clamped tissue. The tissue unexpected removed was adipose tissue, and no suture, no repairs, no other medical intervention was needed. No bleeding was observed. It was confirmed no fragments fell into the patient. The surgeon completed the case by using a back-up force bipolar instrument. There was no patient injury reported. Patient demographic information has been requested, but unable to obtain. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.